Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stiffness and painful knee. It was also reported in the der that the femur was removed and it was a size 5 ps sigma femur and sales rep can't read any numbers on it. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.